Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported their automated impella controller (aic) had a repeated error message. It is unknown what the error message was as the medical staff did not document the alarm for abiomed team. A loaner was sent to initiate the return for investigation.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ other has been completed. The console logs confirmed that multiple impella defective alarms were issued when the pump was plugged in to the console on the date of complaint. The alarms are all due to errors reading from the eeprom of the pump. Visual inspection of the consoles internal circuitry did not reveal any malfunctions. When a known good pump and purge was connected to the console, the console was able to operate within specification. (No observable anomaly). The root cause for the impella defective alarms could not be determined due to not being able to reproduce. A.1 revised since the initial manufacturer device report number 1220648-2023-04096 was submitted in accordance with updated procedures. A.3 revised since the initial manufacturer device report number 1220648-2023-04096 was submitted in accordance with updated procedures. D.2 revised common device name since the initial manufacturer device report number 1220648-2023-04096 was submitted in accordance with updated procedures. D.4 revised model number since the initial manufacturer device report number 1220648-2023-04096 was submitted in accordance with updated procedures.. D.9 revised device returned selection as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-04096. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-04096. E.2 revised since the initial manufacturer device report number 1220648-2023-04096 was submitted in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04096 and should not have been. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2023-04096 was submitted in accordance with updated procedures.